Manufacturer narrative:
(B)(4). Visual inspection of the returned provisional confirmed that the device was cracked and the devices exhibits signs of usage ( nicks, gouges). Dimensional analysis performed shows that the device is within specification. The DHR was reviewed and no discrepancies relevant to the reported event were found. The device was manufactured on september 12, 2017 and has therefore been in the field for approximately two years and six months. It is unknown for how many times the device is being used. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the rep noticed a crack in the trial after the disinfecting process. There was no patient involvement.